Event description:
It was reported that while connected to a patient the ventilator generated alarms for inspiratory flow overrange. The ventilator was replaced. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. Excessive leakage message appeared during pre-use check. The air gas module was fond defective and it was replaced. The defective part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).